Manufacturer narrative:
Technician found the intermediate left-hand side rail center arm was damaged. The technician replaced the intermediate left-hand side rail center arm to resolve the issue.

Event description:
Technician alleged that the side rail could not latch in the up position. No pt impact.